Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided by the site and revealed the following: sheath punctured with protruding valve struts. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed. Warnings include 'the devices are designed, intended, and distributed for single use only', 'do not resterilize or reuse the devices. There is no data to support the sterility, nonpyrogenicity, and functionality of the devices after reprocessing', and 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions include 'when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position' and 'when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for inability to advance through sheath and sheath punctured were confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'the 2nd esheath had a liner puncture (esheath ln 65790447) and the valve was protruding through it so everything was removed.' Additionally, 'low' tortuosity and 'low' calcification were reported. In this case, it was reported that 'there was a great deal of pushing by the physician team ['] root cause was deemed to be either scarring of the tissue above the access site that was not dilated enough to push the valve into the arteriotomy or the esheath was through the inguinal ligament and the valve was getting stuck.' Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to shaft damage, including a punctured sheath. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. Per the training manual, 'push force can vary due to angle of access and insertion. This could have created instability or suboptimal advancement angles, leading to the reported resistance and punctured sheath. As such, available information suggests that patient factors (insertion site characteristics and/or patient vasculature) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, this case used 3 esheath+, 3 delivery systems, and 2 valves. The initial valve and esheath would not advance past the arteriotomy. Attempts were made to make larger "skin nicks" and track dilation. There was a great deal of pushing by the physician team. The valve was unsuccessfully advanced into the esheath+. Everything was removed. The valve was inspected and re-prepped on a new delivery system and a new esheath+ was inserted. The second esheath+ had a liner puncture and the valve was protruding through it so everything was removed. After that, the third esheath+, third delivery system and second valve were prepped and used for successful valve implantation. There were no withdrawal issues with any of the systems. There was no patient injury and no vascular damage. Angiograms of the access vessels were taken after successful deployment of the valve before and after the esheath+ was removed. The patient left the room stable and was discharged the next day. The root cause was deemed to be either scarring of the tissue above the access site that was not dilated enough to push the valve into the arteriotomy or the esheath+ was through the inguinal ligament and the valve was getting stuck there. There is no definitive answer. The second valve passed smoothly after much dilation of track was performed.